Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 and (B)(6) 2019 with blood glucose of 511 mg/dl. The customer blood glucose level was 500 mg/dl and 165 mg/dl. The customer did not experience any symptoms. Troubleshooting was done for high blood glucose. The customer was treated with intravenous insulin drip for high blood glucose. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.